Event description:
During a procedure on a cto lesion in a heavily calcified rca in which the crossboss had been used, the patient suffered a perforation that required pericardiocentesis and episodes of ventricular tachycardia and ventricular fibrillation that required resuscitation. On (B)(6) 2012, it was reported that the patient expired at approximately 1:00 am on (B)(6) 2012. The procedure was being conducted via the antegrade approach on a heavily calcified rca cto lesion. The crossboss catheter was prepped, used and tracked through the cto lesion remaining in the true lumen of the artery. The crossboss catheter was removed and replaced with a balloon dilatation catheter. Inflations were performed with a 2.5 x 20 mm balloon dilatation catheter (unknown atm) from distal to proximal vessel and two 2.5 mm stents were deployed in the mid to distal vessel. Subsequent angiography showed that the proximal vessel lumen was still not optimal and the decision was made to do a pre-dilatation of the proximal artery with a 3.0 x 20 mm balloon dilatation catheter at 12 atm. Upon deflation of this balloon a significant perforation of the rca was noted at the area of the proximal cap of the cto lesion. The patient became hemodynamically compromised. An echocardiogram was performed which showed extravasation into the pericardial sac and pericardial tamponade, the decision was made after viewing the echocardiogram results to reverse anticoagulation therapy. The patient continued to become hemodynamically unstable and suffered episodes of ventricular tachycardia and ventricular fibrillation that required resuscitation with intubation. A pericardiocentesis was performed which resulted in approximately 2 liters of blood being removed from the pericardial sac. The patient continued to be unstable and a surgery consultation was requested. At this time 2 graftmaster stents were deployed in the proximal artery. An echocardiogram was again performed after the pericardiocentesis which showed that the fluid had been cleared from the pericardial sac. A left atrial assist device was placed and the patient stabilized with a bp of 110/70 and a heart rate of 80 in sinus rhythm. Patient was transferred to ICU and expired at approximately 1 am on (B)(6) 2012.

Manufacturer narrative:
In discussion after the procedure with (B)(6), visiting physician at the procedure, dr. (B)(6) stated that the causation was due to the proximal balloon inflation and was not (B)(6) devices related.